Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the perforation is consistent with not following the instructions for use.

Event description:
During a biosense webster atrial fibrillation procedure, it was noted that the brk needle punctured through the side of the dilator and the sheath near the tip. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient.